Event description:
It was reported that the patient presented for routine follow up. With arm movements, noise was observed on the egms. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.